Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead was experiencing possible intermittent undersensing. In addition, elevated threshold of the ra lead was noted. The patient reported experiencing chest pain. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the patient¿s ra lead dislodged due to twiddler¿s syndrome.